Manufacturer narrative:
This case was not a serious injury and the customer was not hospitalized due to diabetes related issues.

Event description:
The customer reported via phone call that they were hospitalized due to a loss of consciousness. The hospitalization was not diabetes related. Sensor was in the body during the incident. Customer's blood glucose value was 188 mg/dl at the time of the incident. The sensor will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to sensor was in the body. Customer's blood glucose value was 188 mg/dl at the time of the incident. The sensor will be returned for analysis.